Event description:
It was reported that the videoscope exhibited no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noisy image was displayed due to deformation of the scope connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.